Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported per medwatch report that the incident occurred in an outside hospital cardiac/ surgical intensive care unit. The pt had the intra-aortic balloon (iab) in place and was switched to the transport intra-aortic balloon pump (iabp) for a survival flight successfully. The pump ran for 90 mins when the display screen went blank and a burning odor was noticed. The lower part of the screen became warm to touch and began to discolor. The screen was unplugged and the iabp continued to pump. The pt was placed back on the home unit iabp while a second transport pump was flown from the receiving hospital. The pt was placed on the second transport iabp and transported successfully. At no time did the pt's blood pressure or cardiac output drop.